Event description:
An event was reported involving 9.5" smallbore trifuse ext set w/3 microclave® clear,nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock was reported that the patient has a PICC and had a tri-set attached, with running lines through two of the ports. One was clamped and capped. Green port was found in the patient's bed, had come apart from the tri-set. It was reported that, event occurred that reached the patient but was not followed by patient harm.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.